Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event, which did not require medical intervention, but did require emergent food intake to raise her blood sugar level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for eval because, this is a medwatch report.